Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 23-aug-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pruritus ("diffuse itching treated continuously with loratadine") in a 51-year-old female patient who had essure inserted (lot no. C26957) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2015 she experienced pruritus (seriousness criterion medically important). In 2017 she experienced hot flush ("hot flushes") and joint pain ("joint pain"). In (B)(6) 2024 she experienced presyncope (" vasovagal episode") and anxiety ("anxiety"). In 2024 she experienced arthralgia aggravated ("joint pain increased") and was found to have weight decreased ("on discontinuing this treatment in early 2024, weight loss but an increase in joint pain"). On unknown date she experienced insomnia ("insomnia leading to increasingly intense chronic fatigue."), fatigue ("intense chronic fatigue / state of permanent fatigue") and burnout syndrome ("burnout crisis") and was found to have weight increased ("from 2018 to the end of 2023, oestrogen and progesterone treatment which led to a second weight gain"). The patient was treated with loratadine eg, oestrogen (diethylstilbestrol) and progesterone. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pruritus, hot flush, joint pain, weight increased, weight decreased, arthralgia aggravated, insomnia, fatigue, presyncope, anxiety or burnout syndrome. The reporter commented: period of occurrence: since (B)(6) 2017. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 23-aug-2024. The most recent information was received on 03-sep-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pruritus ("diffuse itching treated continuously with loratadine") in a 51-year-old female patient who had essure inserted (lot no. C26957) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2015 she experienced pruritus (seriousness criterion medically important). In 2017 she experienced hot flush ("hot flushes") and joint pain ("joint pain"). In (B)(6) 2024 she experienced presyncope (" vasovagal episode") and anxiety ("anxiety"). In 2024 she experienced arthralgia aggravated ("joint pain increased") and was found to have weight decreased ("on discontinuing this treatment in early 2024, weight loss but an increase in joint pain"). On unknown date she experienced insomnia ("insomnia leading to increasingly intense chronic fatigue."), fatigue ("intense chronic fatigue / state of permanent fatigue") and burnout syndrome ("burnout crisis") and was found to have weight increased ("from 2018 to the end of 2023, oestrogen and progesterone treatment which led to a second weight gain"). The patient was treated with loratadine eg, oestrogen (diethylstilbestrol) and progesterone. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pruritus, hot flush, joint pain, weight increased, weight decreased, arthralgia aggravated, insomnia, fatigue, presyncope, anxiety or burnout syndrome. The reporter commented: period of occurrence: since (B)(6) 2017. Lot number: c26957 manufacture date: 2014-02-24 expiration date: 2017-02-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-sep-2024: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.